Event description:
Surgeon thought the colon he was stapling may have been too thick for the unit, although he didn't have any reason to think so until all three didn't work...he sewed the bowel. May explain the bent duckbill of the fourth stapler.